Event description:
Caller reported that a cartridge alarm 30 occurred during pumping. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to use mdi as a backup therapy to ensure continued insulin delivery and was informed that a replacement pump with updated software would be sent. Caller understood and acknowledged the instructions, including putting the pump into storage mode, returning the problematic pump using a provided ups return box, and steps to take upon receiving the replacement pump.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.